Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient with a strata vp shunt experienced an issue where a doctor inadvertently adjusted her shunt setting with a MRI, but was unable to get her to a neurologist who had the equipment necessary to check the settings of the shunt for several days. This resulted in an emergency room visit after the patient began having severe underdrainage symptoms.